Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic/pain") and bipolar disorder ("psychological or psychiatric problems (bi-polar with depression and anxiety)/mental illness") in a 43-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included asthma and chronic bronchitis. Previously administered products included for an unreported indication: visceral and zoloft. Concurrent conditions included premenstrual dysphoric disorder. Concomitant products included estrogen nos (estrogen), medroxyprogesterone (depo provera), norethisterone (mini-pill) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), alopecia ("hair loss"), breast pain ("painful breast/other (painful breast and tingling in hands and feet)") and paraesthesia ("tingling in hands and feet"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), fatigue ("chronic fatigue") and rash ("rash on feet, arms and chest"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/lower abdominal pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding"), menstrual disorder ("abnormal menstruation"), pruritus ("itching"), weight increased ("weight fluctuations/weight gain/loss"), vaginal haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (bi-polar with depression and anxiety)"), back pain ("back pain"), depression ("psychological or psychiatric problems (bi-polar with depression and anxiety)-depression") and complication of device removal ("complications from your essure removal procedure?-problems sewing vaginal cuff, part of broken needle still located in abdomen"). The patient was treated with ibuprofen, minoxidil (rogaine), topiramate (topamax), triamcinolone acetonide and surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and back pain was resolving, the bipolar disorder, dysmenorrhoea, menorrhagia, menstrual disorder, dental caries, tooth loss, pruritus, fatigue, migraine, headache, anxiety, rash, breast pain, paraesthesia, depression and complication of device removal outcome was unknown and the abdominal pain lower, dyspareunia, weight increased and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, breast pain, complication of device removal, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, paraesthesia, pelvic pain, pruritus, rash, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after essure removal weight gain has stopped but weight has not been lost. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. On (B)(6) 2009, surgical pathology report included, endometrium, curettage: endometrium with inactive glands with pseudodecidualized stroma suggestive of hormonal affect. Fragments suggestive of endometrial polyp. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received-event term psychological or psychiatric problems (bi-polar with depression and anxiety)-depression, event complications from your essure removal procedure?-problems sewing vaginal cuff, part of broken needle still located in abdomen were added. Outcome of back pain, pelvic pain, abdominal pain lower updated. Pt of weight fluctuations changed to weight increased. Lot number, concomitant and historical condition, treatment, historical and concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic/pain") and bipolar disorder ("psychological or psychiatric problems (bi-polar with depression and anxiety)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), fatigue ("chronic fatigue") and rash ("rash on feet, arms and chest"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/lower abdominal pain, even when not menstruating"), menstrual disorder ("abnormal menstruation"), pruritus ("itching"), weight fluctuation ("weight fluctuations/weight gain/loss"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (bi-polar with depression and anxiety)"), breast pain ("painful breast/other (painful breast and tingling in hands and feet)"), paraesthesia ("tingling in hands and feet") and back pain ("back pain"). The patient was treated with ibuprofen, minoxidil (rogaine) and surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, bipolar disorder, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dental caries, tooth loss, pruritus, fatigue, migraine, headache, anxiety, rash, breast pain, paraesthesia and back pain outcome was unknown, the dyspareunia, weight fluctuation and vaginal haemorrhage had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, breast pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, paraesthesia, pelvic pain, pruritus, rash, tooth loss, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: complication from essure removal procedure: problems sewing vaginal cuff, part of broken needle still located in abdomen. After essure removal weight gain has stopped but weight has not been lost. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. On (B)(6) 2009, surgical pathology report included, endometrium, curettage: endometrium with inactive glands with pseudodecidualized stroma suggestive of hormonal affect. Fragments suggestive of endometrial polyp. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and mr received: events added from pfs: abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, hysterectomy (full), migraines/headaches, pain, psychological or psychiatric problems (bi-polar with depression and anxiety), rashes or skin conditions (rash on feet, arms and chest), weight gain/loss, other (painful breast and tingling in hands and feet). Did not undergo an essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic/pain") and bipolar disorder ("psychological or psychiatric problems (bi-polar with depression and anxiety)/mental illness") in a 43-year-old female patient who had essure (batch no. 664667) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included asthma and chronic bronchitis. Previously administered products included for an unreported indication: visceral and zoloft. Concurrent conditions included premenstrual dysphoric disorder. Concomitant products included estrogen nos (estrogen), medroxyprogesterone (depo provera), norethisterone (mini-pill) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 15 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), alopecia ("hair loss"), breast pain ("painful breast/other (painful breast and tingling in hands and feet)") and paraesthesia ("tingling in hands and feet"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay/dental problems"), tooth loss ("tooth loss/dental problems"), fatigue ("chronic fatigue") and rash ("rash on feet, arms and chest"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/lower abdominal pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding"), menstrual disorder ("abnormal menstruation"), pruritus ("itching"), weight increased ("weight fluctuations/weight gain/loss"), vaginal haemorrhage ("abnormal bleeding/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems (bi-polar with depression and anxiety)"), back pain ("back pain"), depression ("psychological or psychiatric problems (bi-polar with depression and anxiety)-depression") and complication of device removal ("complications from your essure removal procedure?-problems sewing vaginal cuff, part of broken needle still located in abdomen"). The patient was treated with ibuprofen, minoxidil (rogaine), topiramate (topamax), triamcinolone acetonide and surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and back pain was resolving, the bipolar disorder, dysmenorrhoea, menorrhagia, menstrual disorder, dental caries, tooth loss, pruritus, fatigue, migraine, headache, anxiety, rash, breast pain, paraesthesia, depression and complication of device removal outcome was unknown and the abdominal pain lower, dyspareunia, weight increased and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bipolar disorder, breast pain, complication of device removal, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, paraesthesia, pelvic pain, pruritus, rash, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after essure removal weight gain has stopped but weight has not been lost. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. On (B)(6) 2009, surgical pathology report included, endometrium, curettage: endometrium with inactive glands with pseudodecidualized stroma suggestive of hormonal affect. Fragments suggestive of endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating severe pelvic") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dyspareunia ("painful intercourse"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (underwent a bilateral salpingectomy during which her fallopian tubes were both removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dental caries, tooth loss, dyspareunia, pruritus, alopecia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, alopecia, dental caries, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, pruritus, tooth loss and weight fluctuation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.